Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 02-mar-2024, it was reported that the patient faced an insulin flow blockage which led to high blood glucose level. Therefore, they tried to treat it with insulin pump syringe, but on (B)(6) 2024, the patient was admitted to the hospital with blood glucose level over 800 mg/dl and flu like symptoms. During hospitalization, the patient received insulin drip intravenously as corrective treatment. After staying for 2 days, the patient was released from the hospital. Currently, the patient's blood glucose level was 164 mg/dl. No further information available.